Event description:
Nipro safe touch safety fistula needle used on this patient for hemodialysis on [date unknown]. The fistula needle began leaking blood while the patient was dialyzing. Unable to resolve; required pulling the needle. The leak appeared to be coming from the hard plastic area under the guard where it attaches to the more pliable plastic.